Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the adhesive peeling was likely caused by stress of repeated use, external factors, and/or handling. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported the nozzle on the evis lucera duodenovideoscope had collapsed. No patient injury reported. During the evaluation of the device, it was noted the adhesive on the lighting lens peeled off and there was a gap in the tip of the adhesive. This report is to capture the reportable malfunction of the adhesive on the lighting lens peeled off and there was a gap in the tip of the adhesive noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The air/water nozzle was deformed due to an external factor (collision of the tip). The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The bending section cover adhesive was missing. The electrical connector had liquid leakage due to handling. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.